Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. Based on the images provided, the reported stent fracture could not be confirmed. Due to the poor resolution of the images, the stent strut structure was not visible. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may contribute to a subsequent stent fracture. An inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre or post-dilation as well as highly calcified vessels, the patient's condition or the vessel anatomy may result in an irregular stent placement. In this case, it was reported that the anatomy was moderately calcified and that the stent deployed smoothly. On the basis of the information available and the evaluation of the images, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device. Also the IFU states that stent fracture is potential adverse event that may occur.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Not returned.

Event description:
It was reported that the stent allegedly fractured post deployment in the sfa. The stent remains implanted and no further treatment was performed. No patient injury was reported.